Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital due to loss of ventricular capture with symptoms. The lead would not capture at maximum outputs. The sensing and impedances were good.